Manufacturer narrative:
(B)(4).as the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott. The investigation was unable to determine a definitive cause for the reported difficult to remove the cds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was reportedly discarded and is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This report is filed for difficulty removing the clip delivery system from the steerable guide catheter, which has the potential to cause or contribute to serious injury. It was reported that on (B)(6) 2016, the patient with functional mitral regurgitation (mr) underwent a mitraclip procedure. One mitraclip (cds 51006u125) was successfully deployed on the anterior 2/posterior 2 (a2/p2) mitral valve leaflet segment, reducing the mr from grade 4+ to 2+. During removal of the clip delivery system (cds), resistance was noted when the key reached the steerable guide catheter (sgc) handle. Force was applied and clockwise/counterclockwise turning was required to remove the cds from the sgc. There was no adverse patient effect and no clinically significant delay. No additional information was provided.